Manufacturer narrative:
(B)(4). Film evaluation: a single transverse slice from a CT image was returned. No scale was seen on the films; therefore, no measurements could be made. The image shows the cross-section of the aorta, and a large section of likely calcification was seen floating within the center of the aortic lumen. The exact cause of the cannulation difficulties could be determined from this single image. The anatomy at implant and images during attempted gate cannulation were not available for return. It appears likely that this event was anatomy related; calcification within the aorta did not allow the contralateral gate to open.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 5cm in diameter abdominal aortic aneurysm. It was reported that when trying to cannulate the contralateral gate, the physician was unable to due to a shelf of calcification that pinched off the contralateral gate. An occluder 24 was implanted on the contralateral side superior to the hypogastric artery and a fem-fem bypass was completed post deployment of the aui device. The physician stated that the cause of event was due to anatomy. No additional clinical sequelae were reported and the patient is fine.